Manufacturer narrative:
(B)(4). Date sent: 10/7/2024. D4: batch #105d53. H6: device problem code = a051104, a0505, and a0401. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 device was received with the anvil clamp dowel pin separated from the device and a piece of anvil shroud tab broken and not returned. The anvil shroud was fully fired separated from the anvil and the clamp pivot pin detached and not returned. In addition, a glcr80b reload was present, fully fired and with the swing tab in the locked position. No functional test was performed due to condition of the device. The event reported was confirmed and it is related to improper use of the device. After positioning the instrument jaws, with the tissue properly in place, close the clamp arm completely until it locks, as indicated by an audible click with tactile feedback. If experiencing unusually high closure force, open the instrument and inspect for tissue anomalies and hard objects or consider replacing the instrument. For better tissue compression and staple formation, clamp tissue in the device and wait 15 seconds prior to firing. A properly clamped device will have the clamp arm engaging with the clamp pin. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 105d53, and no non-conformances related to the reported complaint condition were identified. Additional information received: ¿ experienced increase in force to fire on the first firing ¿ user went to fire and felt as if positioning was incorrect. Device did not close properly, so user opened and repositioned. ¿ device fired ¿fine¿ in user¿s opinion ¿ rep observed the force seemed higher than normal. Stapler fired and staple line appeared adequate. ¿ when device was returned to the scrub nurse to open and reload, the pin came out and anvil half plastic separated from the metal. No I do not know the location of the proximal anvil pin component and the piece of anvil shroud but nothing fell into the patient. There was just some slight oozing along the staple line, nothing serious, patient certainly didn¿t need a transfusion and no serious volume of blood was lost. 1. Could you please clarify if there were any patient consequences? Slight oozing along the staple line. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No. 3. Did any pieces fall into the patient? No. 4. If yes, were they retrieved?

Event description:
It was reported that during an open resection, the consultant fired the liner cutter which fired across the bowel no problem and then when the scrub nurse opened the gun the plastic housing was broken and came away from the gun.